Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) remained stuck on the startup screen and could not enter the system. After multiple restarts, it was finally able to enter the system, but the screen displayed a distorted image. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restrction in block e1. E1 event site telephone is (B)(6). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field: e1 (event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after arriving on site the device powered on normally. They mentioned the fault did not reoccur. The device was tested temporarily and was only to be used once it is confirmed no hidden issues. No repairs were made and after a period of operational testing with no issues observed, the customer began using the machine and its performance has been completely normal